Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the drill bit broke during surgery. The surgeon was unable to remove the broken piece.